Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('a posterior and insulated the left-sided perforation occurred') in an adult female patient who had essure inserted. On (B)(6) 2003, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy, bilateral salpingo-oophorectomy, lysis of adhesions, cys). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test on an unknown date: cervix, uterus, bilateral ovaries and fallopian tubes, robotic. Assisted total laparoscopic hysterectomy with bilateral. Salpingo-oophorectomy: cervix and endocervix: chronic cystic cervicitis. Endometrium: inactive to weakly proliferate. Myometrium: extensne adenomyosis. Leiomyoma. Calcified leiomyoma. Right ovary: benign serous cysts. Right fallopian tube: paratubal cyst. Left ovary: no pathologic change. Left fallopian tube: no pathologic change. Gross description: the fallopian tube also contains a coiled metallic wire consistent with e sure contraceptive device. Concerning injuries reported in this case the following one was described in patient medical records : uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-jun-2020: mr received: event medical device removal pt was updated to uterine perforations. Lab data, reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2019. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.